Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose values of 1000 mg/dl. Customer's current blood glucose value was 364 mg/dl. The customer experienced symptoms such as unresponsive. The customer was treated with insulin drip during hospitalization. The customer did not alleged that the insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of the reported event. Troubleshooting was performed and the device is not expected to be returned for analysis.